Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges the consumer was driving through a (B)(6) parking lot and hit a pot hole. The scooter didn't tip over completely but the consumer allegedly fell off of the side of the scooter.